Event description:
It was reported that the picture failed on the deflectable videoscope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information was received by the customer..

Manufacturer narrative:
The device was returned to olympus for inspection. Additional information: d9, h3, h4, h6. The customer allegation of the picture failure was confirmed. Based on the results of the investigation, olympus was able to confirm the customer failure and determined that the cause was due to a broken charge-coupled device unit cable causing stripes to appear on the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.